Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultrasmart meter was reading inaccurate high as compared to the patient's feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at 8:00pm, the patient obtained the alleged high readings of "351, 258, and 269mg/dl". The reporter stated that the patient manages his diabetes with insulin (unknown type and dosage) and denied making any changes to the patient's normal diabetes management routine in response to the reported issue. At an unknown date and time after the alleged product issue occurred, the reporter claimed that the patient developed symptoms of feeling "shaky" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca also noted that the patient did not have control solution available. Replacement products have been sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.